Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's buttons on their insulin pump were hard to push. Customer declined to provide their blood glucose. The customer declined to have their insulin pump replaced. No additional information provided.